Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer loaded a new cartridge and reported that the pump indicated for the customer to load a new cartridge. Additionally, it was reported that an empty cartridge alarm occurred. Reportedly, a new cartridge was successfully loaded to address the event. A follow up with the customer on (B)(6) 2017 confirmed that the reported event was resolved and no further assistance was needed. There was no reported impact to the customer's blood glucose level.